Event description:
It was reported by the patient's mother that since the vns implant, the patient has had an increase in seizures and has also begun having generalized tonic-clonic seizures. The patient's mother indicated that the patient never had this type of seizure prior to vns implant. Attempts have been made to obtain additional information; no additional information received to date.